Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Device not available.

Event description:
The doctor noticed last week on wednesday, that the device didn´t work anymore. When she was using this for patient, the part where the magnet was rotating was acting some how strange, when stepping close to the powerful magnet you could hear a click, when tried to apply(?) To patient, the caliber was changing when the position of the patient was changed. The other device- that they know works well - was used at the same time to see difference, that device showed caliber 6 all the time. Device being sent to elsg for repair. Per affiliate: please notice change of item number. (828851)

Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the indicator was not functioning properly. The setting indicator was not moving freely between settings on the test fixture. A review of manufacturing records was performed and found no discrepancies. These devices are 100% tested for functionality prior to distribution. While we are unable to conclusively identify root cause, it is possible that the indicator was damaged. The IFU states: "replace the indicator tool immediately if dropped (or suspected of being dropped) to ensure accurate performance." Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.